Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-feb-16 h6: investigation summary the customer reported the tube was leaking, and returned one sample of 11532269. There was a cut in the tubing just below the lower fitment and the complaint is verified. Actions to address the issue have not been taken since the root cause is unknown; however, the tubing supplier is conducting a further investigation to find the root cause. A device history record review for model 11532269 lot number 21105164 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked from the tubing while priming it with saline. The following information was provided by the initial reporter: "leaking tubing identified when priming line with ns thankfully no chemo administered through or would have been a chemo spill"

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set leaked from the tubing while priming it with saline. The following information was provided by the initial reporter: "leaking tubing identified when priming line with ns thankfully no chemo administered through or would have been a chemo spill".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set leaked from the tubing while priming it with saline. The following information was provided by the initial reporter: "leaking tubing identified when priming line with ns thankfully no chemo administered through or would have been a chemo spill".